Event description:
Pt informed gsm that approx 5.15 am he awoke to sounds of sparks - pt indicates sparks coming from back of CPAP. Pt unplugged and carried unit to sink and doused with water. Home filled with smoke, didn't inhale smoke. Small holes in carpet.